Event description:
Reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported that the patient faced infusion set occlusion in tubing. No further information available.

Manufacturer narrative:
(B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.